Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer did not have a charger on hand but was provided with information on how to reset the pump and planned to try resetting it once a charger was available, with a follow-up call planned if further issues occurred.